Manufacturer narrative:
A revision surgery took place on (B)(6) 2026, following the patient claiming they felt a "snap" in their spine during a walk. This occurred 4 months after the original procedure that took place in (B)(6) 2025. Pre-operative images appeared as if one of the locking elements (set screws) was loosened. During the procedure, it was discovered that a second locking element was also loose, although this had not been visible on the preoperative x-ray. The screw was replaced with one of a larger diameter, and the set screws were replaced with new ones. The images suggest that the left l3 cap is disconnected from the construct. The images do not provide clarity on the status of the right l3 cap. Due to the inability to replicate operative conditions it cannot be confirmed the state of the caps upon revision. The perceived failed implants were able to be removed from the patient and were replaced accordingly. As reported, the patient experienced no post-operative complications. As reported, this failure did not result in any additional harm to the patient. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.

Event description:
It was reported that revision surgery for scoliosis was performed due to the fact that, on x-ray imaging, one of the locking elements (set screws) appeared to be loosened. During the procedure, it was discovered that a second locking element was also loose, although this had not been visible on the preoperative x-ray. The screw was replaced with one of a larger diameter, and the set screws were replaced with new ones. The issue concerns the use of cobalt-chromium rods. As observed in the attached image, when a titanium rod is used, the set screw can be tightened deeply and sits flush with the screw head (tulip). However, when a cobalt-chromium rod is used, the set screw cannot be tightened further and remains slightly protruding above the level of the screw head.